Event description:
Consumer engaged in sexual intercourse with a female partner that was known to have herpes. Consumer was wearing a condom which broke during intercourse. He applied a second condom which also broke. Upon developing lesions in his genital area along with other herpes type symptoms, the consumer visited a urologist. The dr performed a serum test to detect the igm (herpes) virus. The results of this test was negative for the virus. The test was repeated approx 3 weeks later. This time returning a positive result. Consumer was placed on zovirax and was counseled regarding his condition. He was later treated by a different dr for depression and stress which resulted from his condition. The consumer was placed on an antidepressant and a tranquilizer to treat his emotional condition.